Manufacturer narrative:
Conclusion of the study: the kim sling failed to demonstrate noninferiority to the tvt exact sling for treating sui at 1[?]year based on the composite outcome score. Investigation: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
A randomized noninferiority trial titled "a randomized noninferiority trial of retropubic kim sling vs tvt exact sling for stress urinary incontinence: one-year outcomes" was conducted from august-2021 to june-2024 to assess whether the kim sling is noninferior to the tvt exact sling for the treatment of stress urinary incontinence (sui) at 1year.